Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed over and under sensing of the right ventricular (rv) lead during non-sustained ventricular tachycardia episodes that had been recorded several days prior. It was noted that the patient correlated the time of the episodes to when they were going through a stationary airport scanner. The rv lead remains in use. No patient complications have been reported as a result of this event.